Manufacturer narrative:
The initial reported event of ¿defective/shocks¿ was previously submitted via a large-volume retrospective review summary report for still in use products. That was a one-time summary report, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold, but analysis has now been completed and this report is being submitted solely for that reason. After the events reported previously, the lead was later explanted and replaced. The lead was returned to the manufactured, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event. Concomitant medical products: 419488 lead implanted: (B)(6) 2007; 5076-52 lead implanted: (B)(6) 2007. Evaluation summary: the distal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of ¿defective/shocks¿ was previously submitted via a large-volume retrospective review summary report for still in use products. That was a one-time summary report, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold, but analysis has now been completed and this report is being submitted solely for that reason. After the events reported previously, the lead was later explanted and replaced. The lead was returned to the manufactured, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.